Event description:
During a remote follow up, episodes of functional undersensing and inappropriate pacing were observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.